Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was called via phone to report that her insulin pump's keypad was disconnected from the case and she kept it together with tape. The blood sugar is not known. The insulin pump is returning.

Manufacturer narrative:
Findings: pump not received in stuck manufacturing mode unit received with peeling keypad overlay, unable to performed displacement test due to keypad unresponsive. Unit received with moisture damage noted on keypad assembly. Unit received cracked retainer, minor scratched display window, fading serial number, missing display window cover and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.